Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was exploded during surgery.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A balloon dilation catheter was returned. Sample evaluation noted 1 mm sized puncture was found on the distal cone. The puncture damage is from the outside inward. A potential root cause of this issue could be due to "contact with stone". As the balloon was found to be a punctured, there is a relationship between the device and the reported event. However as the root cause was unknown and it cannot be determined if the device met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident" "extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was exploded during surgery. Per additional information received via email on 24jun2020 from ibc representative, since there was no missing pieces, the air leaked out while try to inflation.